Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred the device could not be retracted due to various factors such as the size, hardness, or shape of the calculus. However, since the device was not returned for evaluation, the root cause of the reported event could not be determined, the event can be detected/prevented by following the instructions for use (IFU) which state: ¿before use, thoroughly review the instruction manuals for this instrument and the lithotripter (bml-110a-1) to determine the proper method of use. Using the instrument and lithotriptor without thoroughly reviewing their manuals could cause patient injury.¿ ¿do not use this instrument if the target calculus is found to be impossible to retrieve through preoperative diagnosis, interoperative contrast enhancing, or after papillotomy/papillary dilation. Do not use this instrument to grasp multiple calculi at one time. Doing so may make it impossible to remove the basket (with calculi engaged) from the patient.¿ ¿use this instrument with a hospitalization plan ready and the understanding that, if the calculus is too hard to be crushed by the lithotriptor (bml-110a-1), the instrument may become irreversibly damaged and open surgery may have to take place in order to remove the calculus.¿ ¿if the basket cannot be removed from the body, refer to section10.8, ¿emergency treatment¿, and perform open surgery or possible treatments, such as crushing the calculus by using the lithotriptor (bml-110a-1) in combination with the instrument.¿ ¿when the basket does not open and/or close smoothly, do not apply force but move the forceps elevator, set the endoscope¿s bending angle back, or move the position of the basket until the basket opens and closes smoothly. If the action of opening/closing the basket is forced, the tube may stretch and the resistance in operating the handle may increase. Also, the calculus may not be retrieved, and/or the basket with calculus engaged may become impacted in the body.¿ ¿repetition of calculus retrieval will deform and/or deteriorate this instrument. Deformation and/or deterioration may make it difficult to retrieve a calculus or could cause the basket with calculus engaged to become impacted in the body. If calculus retrieval needs to be repeated in a single case, be sure to inspect the action and the appearance before each retrieval. Stop use if any abnormality (e.g., basket wire is cut or worn, tube sheath is bent, etc.) Is detected during the inspection.¿ ¿during calculus retrieval, keep the section between the tube sheath and the handle straight in line with the endoscope¿s biopsy valve as much as possible. If not held straight, the tube sheath may bend, the calculus may not be retrieved, and/or the basket with calculus engaged may become impacted in the body.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, information had been added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility. Due to character limitations, e1: independent administrative agency, organization for the promotion of regional medical functions.

Event description:
The customer reported to olympus that the single use retrieval basket became incarcerated within the patient during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure. It is unknown what part of the device became stuck inside the patient or where it got stuck in the patient's body. The procedure was completed using the same device and the stone was removed spontaneously while moving the basket that was about to be placed. The device was released and removed with no impact to the patient. There were no reports of patient harm.